Event description:
It was reported that the right ventricular lead displayed high pacing impedance and lead integrity issue was suspected. Mild valvular regurgitation was noted. The atrial lead showed oversensing due to noise. Both leads were capped on (B)(6) and successfully replaced. The patient was stable.